Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to attain stimulation in her feet. She reported she could feel coverage in her left foot if she sits in a certain position, but the stimulation does not provide pain relief. Follow-up indicated the patient will meet with her physician regarding the issue.